Event description:
On (B)(6) 2009, the patient's wife reported the patient's insulin infusion device smells like insulin and he switched to his backup device 3-4 days ago. She was educated on the proper procedure to change the insulin cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.